Event description:
During a robotic left lower lobectomy, a monopolar curved scissor endowrist was placed through a trocar and when the tip was viewed in the chest cavity, there appeared to be a 1cm section missing of the orange/black section and the tip was at a 90 degree angle. After the lobe was removed, the piece was located by the surgeon and appeared as a complete match.